Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. There was no new lv lead implanted. No adverse patient effects were reported.